Manufacturer narrative:
Approximate age of device: 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency room after a syncopal episode during which they hit their head, causing a 2cm laceration on the crown of their head. At the time of the event, suction events were reported. Echocardiogram was negative for thrombus and head and cervical spine computerized tomography (CT) scan showed no acute findings. Electroencephalogram (eeg) showed no seizure and carotid ultrasound showed no hemodynamically significant stenosis. Automatic implantable cardioverter-defibrillator (aicd) interrogation showed no ventricular tachycardia and no shock fire. The syncopal episode was reportedly attributed to orthostatic hypotension and dehydration from diuretic. It was reported that five sutures were placed to laceration and lasix dose was adjusted from 40mg twice a day to 40mg once a day. On (B)(6) 2018 the laceration was stilling oozing slightly; it was reported that silver nitrate and pressure dressing were applied to the wound. The wound was reassessed hours later and no visible saturation was noted. On (B)(6) 2018 staples were removed from the head wound. No further treatment was needed for the wound. No additional information was reported.